Event description:
It was reported that, during the implant procedure, the setscrew of the implantable cardioverter defibrillator (ICD) device was unable to be engaged by the wrench in the superior vena cava (svc) port. Ultimately, the device was implanted and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).